Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: it was reported that the there were issues with the light cable during procedure. It was further reported that "light cable stopped working during case, just turned off and only turned back on when you re-inserted light cable in l11 light source. They had another l11 light source on boom and used it with this unit as well, and same failure happened during case with different light source. Then switch to different light cable and everything worked fine." . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a damage a reed switch, not fully seated safelight cable, damaged and/or missing contact ring, bad leaf spring, bad led module.. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.